Manufacturer narrative:
P&t encoder was not working properly. The hospital biomed confirmed that they replaced the knob and the ventilator is back in service.

Event description:
Hamilton medical ag received the following incident description from the service engineer: patient had been intubated a few hours earlier in the ed and placed on this ventilator. Upon my arrival in the patient's room, user tried to make some ventilator changes but knob was broken and when trying to use the knob sometimes the (pop up) screen would freeze. User was still able to make changes without using the knob since there is another way. However, for patient';s safety I exchanged ventilators and put aside the one malfunctioning and open a ticket for it. I called another rt and bagged the patient while we exchanged ventilators and set up the new one. The ventilator was switched out for another ventilator. No patient harm was noted.